Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage on keypad traces. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting a button error on her insulin pump. The buttons are not responding. Customer's blood glucose level is 519 mg/dl. She cannot recall any significant events leading to the alarm. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.